Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however, it is likely that the inside control section was corroded by water invasion occurred by abnormality such as corrosion at circuit board and circuit in the device leading to the malfunction. The event can be prevented by following the instructions for use which state: 'chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning - using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it was a diagnostic procedure completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the evaluation found the following: the angulation malfunction in the up direction and the up/down knob tension was out of standard value due to a worn angle-wire, there was a waterproof failure due to deformation of the scope cover, the charged coupled device was scratched which caused the image to be partially dark, and there was corrosion due to water leakage of the scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope received an e315 incompatible scope error. The issue was found during preparation for use. The device was inspected before usage and there was no delay in procedure. There were no reports of patient harm.